Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacture ref: 3005334138-2018-00252, 3005334138-2018-00253, 3005334138-2018-00255. During device preparation, a thirty-minute delay occurred due to foreign material in the sheaths. One sheath was obtained and flushed per the IFU. When the obturator was inserted after flushing, yellow grainy material was noted at the tip of the obturator. Three additional sheaths were opened which had the same issue when flushing. After thirty minutes, one of the sheaths was flushed and cleaned until there was no trace of the yellow material. The procedure continued with no consequences to the patient.